Manufacturer narrative:
Sc-1160 sn: (B)(6). Device evaluation indicated that the complaint was not confirmed. Upon receiving, the device was in hibernation, and it was fully recharged in one charging cycle. The battery depletion and sleep current rates were within the expected ranges when the device was turned off. A review of the system data log showed a low charge current and thermistor effect. The ipg orientation or depth could result in the low charge current. The device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was moved up higher and the ipg was replaced.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was moved up higher and the ipg was replaced.